Event description:
During hip arthroplasty, a femoral bone fracture occurred when inserting the hip stem. Cable was used to reinforce the bone. The surgeon stated that the event was not related to this device.